Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-150mg/dl fasting. Verified test strips expire 01/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 94mg/dl and 94mg/dl fasting. Reviewed meter memory: 1:86mg/dl (B)(6) 2016 09:36:00 am fasting:yes; 2:91mg/dl (B)(6) 2016 10:36:00 pm fasting:yes; 3:98mg/dl (B)(6) 2016 10:34:00 pm fasting:yes; memory concerns: with all of the meter memory results reviewed. Customer stated her original meter stopped working, so she purchased a secondary meter. This is a new meter which only has three results in the memory. Customer stated she had been taking prednisone and stopped taking them (B)(6) 2015.